Event description:
It was reported that during a pulsed field ablation procedure, the potentials were not displayed. The catheter cable was reconnected and the display improved; however, due to a loose connection the potentials would not display during catheter manipulation. It was also reported that the sheath side port root was soft resulting in the anchor sticking and the port becoming broken and bent. Despite the issues, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012400116 was returned and analyzed. Visual inspection was performed and the catheter appeared intact without any visible issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. X-ray imaging revealed that the shell of the catheter handle connector receptacle properly mated with the test cable connector plug without any interferences. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation failed the test at electrode wires 3, 4, 5, 6, 8, and 9. Dissection and magnified verification revealed burned insulation of the electrode wires in the middle (wires 3, 4 and 9) and proximal (wires 5, 6 and 8) sections of the shaft. In conclusion, the loop catheter failed the returned product inspection due to burned insulation of the electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.